Manufacturer narrative:
The event is being reported because per facility, it appears to be an event that is reportable by user facility to their facilities states agency.

Event description:
It was reported to MFR by facility, per facility a (B)(6) pt was in the lift and sustained a bruise larger than 10cm on arm qualifying it to be a state reportable event for the user facility. The facility reported an inappropriately small sling was used on the pt (B)(6). Facility staff confirmed the device was used improperly and that the bruise sustained was due to user error/misuse and not device deficiency. Facility staff stated the pt did not receive extraordinary/additional care for the bruise. The facility claims neither serious injury nor device malfunction/deficiency. The facility was unwilling and unable to provide info regarding the serial number on the pt lift or the sling model used during the event.